Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the electronic pt gas system (epgs) would not calibrate gases. The device wa snot changed out. The user facility utilized a handheld oxygen analyzer for the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. Note: the field service rep (fsr) replaced the oxygen sensor and required preventative maintenance. The system performed to specifications. The oxygen sensor is being returned for further evaluation.